Event description:
It was reported that this pacemaker device is suspected of behaving in a manner consistent with a premature battery depletion. The device remains implanted. The physician is monitoring the patient closely through the home monitor. No adverse patient effects were reported.

Manufacturer narrative:
This product remains implanted and has not been returned. As such, physical analysis has not been conducted in our laboratory. The conclusion of no problem detected was selected because it can be concluded that unknown factors probably contributed to the event. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker device is suspected of behaving in a manner consistent with a premature battery depletion. The device remains implanted. The physician is monitoring the patient closely through the home monitor. A technical service consultant reviewed available device data, confirming increased power consumption, and recommended replacing the device in the near future. No adverse patient effects were reported. New information was received indicating that a device revisions procedure was completed. A new device was implanted. The explanted device was returned for analysis.

Manufacturer narrative:
This device has not been returned, therefore analysis has not been completed. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker device is suspected of behaving in a manner consistent with a premature battery depletion. The device remains implanted. The physician is monitoring the patient closely through the home monitor. A technical service consultant reviewed available device data, confirming increased power consumption, and recommended replacing the device in the near future. No adverse patient effects were reported. New information was received indicating that a device revisions procedure was completed. A new device was implanted. The explanted device will be returned for analysis. If pertinent information is provided in the future, a supplemental report will be submitted.